Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
A 79 year old male presented for coronary artery bypass grafting and an impella device was used. The user facility reported that the patient suffered a vascular dissection during impella insertion. The impella 5.5 pump was removed and an aortic repair was completed with a 26mm graft and a coronary artery bypass graft. Following intervention, an impella cp pump was implanted for further support.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the vascular damage was unable to be determined as no product was returned and limited clinical details were provided.